Event description:
It was further reported that during coronary angiography for a procedure to the lad, the ramus was found to have a sub acute thrombosis of the stent. Corrected information showed the index lesion was 20mm long, not 29mm as initially reported. The patient was also treated with thrombectomy. The lesion in the lad was untreated. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. The totally occluded lesion located in the ramus was 29mm long with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and placement of a 2.75x24mm taxus liberte stent. Post dilation was performed with 0% residual stenosis. During the index, the patient was diagnosed with acute coronary insufficiency. One day post procedure, the patient developed stent thrombosis in the ramus and underwent a balloon angioplasty. Post procedure stenosis was 0% with timi 3 flow. No patient complications were reported and the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)